Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 22mm x 3.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery. After predilation was performed with an unspecified balloon catheter, a 2.5x8mm promus element stent was implanted. The physician then attempted to treat the distal lesion with the 3.00x24mm promus element ¿ drug eluting stent, but was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the tip profile of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were raised, bunched and lifted upwards from the stent profile. There was no evidence of stent strut breakage. There was no evidence that the haemostasis valve was used in a manner inconsistent with the labelled indications. There were no kinks or damage noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).